Manufacturer narrative:
The root cause is attributed to the difference in renewal 3 and 4 header design from previous headers. A product update outlining the setscrew location was sent out to the field representatives on april 22, 2004.

Event description:
Boston scientific crm received information that one month post implant noise was noted on the shock channel. An invasive procedure was performed which identified a loose distal setscrew and reversed high voltage leads. This was corrected.